Event description:
It was reported that the patient presented to the emergency room after receiving 59 shocks. It was determined that there was an apparent lead fracture as evidenced by oversensing, increased lead impedance, and increased pacing thresholds. The lead was replaced. No further patient complications have been reported as a result of this event.